Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +21.0d) was explanted due to patient dissatisfaction with their chosen refractive target and visual disturbances. A new lal (sn (B)(6), +22.0d) was implanted as a replacement.